Event description:
Rptr questions stability of bacitracin, and oxicillin in a longterm implant at body temp and an implant that probably leaked at the valves. Oxicillin and bacitracin mixed with saline in implant. Symptoms have included multiple joint pain (with major problems with knees and jaw), fatigue, generalized aching, insomnia, headaches, nausea, and excessive burning in breasts and knees spreading to entire body by the time of explantation. Also had rapid heart rate and was diagnosed with graves disease. Also, before explantation heart rate once slowed to 38 or 39 and was irregular. There was a feeling of extreme "tightness" of breasts after the original surgery, so much so that rptr requested some of the saline be removed. This was not done. Symptoms had become so bad that rptr took a leave of absence 6/95, then lost her job of 19 years as a nurse anesthetist. Rptr states no relevant tests were done. Symptoms were treated but no one ever did any tests to find the underlying problem, not even the rheumatologist. Multiple visits to multiple physicians were costly, frustrating and futile. By 1995 rptr was asking if symptoms could be related to implants. Assured by all that was not the case. Three days after explantation, symptoms subsided. Even though recovery is not nearly complete, rptr has slowly improved until she is at least fairly functional. Md says the oxicillin and bacitracin became a toxic substance in the implant and then slowly leaked out the valve. Rptr is currently searching for more info on this matter.